Event description:
During the preparation, it was reported that the hyperglide balloon catheter was inflated without any issues during the test; however, it could not be deflated.no injury was reported with the patient as the device was not used inside the patient.

Manufacturer narrative:
The balloon catheter and guidewire were returned for evaluation and the guidewire was found to be damaged. The balloon was tested for inflation / deflation and no defects were found.(B)(4).